Event description:
Reporter alleged discrepant blood glucose device readings of 133 mg/dl performed on the doctor's meter compared to the customer's result of 420 mg/dl performed <10 mins apart. As a result of the comparison, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.